Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient was at work and was ready to go to their next stop when the cgm started beeping so they checked the mobile app. The cgm was displaying 240 mg/dl so the patient took insulin and continued on their route. They walked half a block and then woke up on a stretcher at the hospital. The patient had collapsed, passed out and had a seizure. A bystander called an ambulance and the patient was taken to the ER. It was reported that the patient's bg was 53 mg/dl during the event and was treated with glucagon, dextrose and sodium chloride. The patient was admitted to the hospital for one day. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "the reported glucose values fall within the d zone of the parkes error grid. "

Event description:
There was not a complete set of reported glucose values available to search within the parkes error grid calculator.